Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010, including two percutaneous leads placed in the occipital region for headaches (off-label indication). It was reported that the leads were replaced due to migration as the pt reportedly felt stimulation in his ribs. The explanted devices were discarded.